Event description:
It was reported that a continuous glucose monitor displayed an error message identified as error 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through a complete pump reset, after which error did not recur and caller successfully started new sensor session, with no additional issues reported.